Manufacturer narrative:
The insulin pump was received with partial display anomaly due to cracked bleeding glass. Analysis was unable to perform the displacement test due to display anomaly. The insulin pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 71mg/dl at the time of the incident. The customer's parent reported that the pump screen was broken. The customer's parent reported that the insulin pump got hit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.